Manufacturer narrative:
No frozen screen anomalies noted during testing; time advanced properly. All buttons function properly; no damage to keypad traces and the connector on printed circuit board was not unlocked during visual inspection. No blank display anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was frozen and the clock did not move. It was advised that insulin pump would be replaced. Customer's blood glucose was unknown.